Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis and angina are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional device (3.5x38) referenced is being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 two xience sierra stents (sizes 3.5x33 and 3.5x38) were implanted in the proximal and mid right coronary (rca) artery. On (B)(6) 2020 the patient had chest pain/heaviness. Angiogram performed on (B)(6) 2020 showed in-stent restenosis in both the rca study stents along with stenosis in the left anterior descending artery and the ramus artery. A triple coronary artery bypass graft surgery was performed on (B)(6) 2020. The patient condition resolved and the patient was discharged from the hospital on (B)(6) 2020. No additional information was provided.